Manufacturer narrative:
E.1.: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The patient underwent percutaneous ultrasound-guided balloon angioplasty of the left forearm arteriovenous fistula under regional block anesthesia. The 70% stenosed target lesion was located in a moderately tortuous and mildly calcified vessel. A 6.0 x 40 mm, 75 cm gladiator balloon catheter was advanced for dilatation. The balloon was inflated three times: first at 18 atm for 30 seconds, second at 20 atm for 30 seconds, and third at 24 atm, during which the balloon ruptured. The balloon rupture was detected while inflating the catheter using a pressure pump after it had been properly positioned in the vessel. The physician immediately removed the catheter and, together with the scrub and circulating nurses, inspected the device, finding the balloon ruptured into two segments with clean, smooth edges. The head nurse was promptly notified. An ultrasound examination of the treated vessel confirmed that no foreign material remained inside. The two ruptured segments were brought together by bending the catheter, and the ends matched perfectly, confirming that no fragments were missing. The procedure was completed using a different device without difficulty. No patient complications occurred as a result of the event, and the patient returned to the ward in stable condition.